Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging a sample draw issue with his onetouch verio test strips; specifying the strips were only getting partially filled. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2012 and was intermittent. The patient manages his diabetes with insulin (self adjuster). According to the csr's documentation, since the start of the alleged issue, the patient would intermittently test with another device (readings not known) and would adjust his insulin or food intake "depending on the situation". On an unspecified date/time after the alleged issue began, the patient reportedly developed symptoms of shaking and weakness and per csr documentation, the patient again would adjust his insulin regimen and food intake based on the situation. At the time of troubleshooting, the csr verified the patient was using the proper testing technique per owner's booklet recommendation; however, the alleged issue remains unresolved since the patient no longer has the vial of test strips. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.